Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead was found to have perforated the myocardium approximately 4 months post-implant. The right ventricular (rv) lead remains in use with plan in place for future lead revision. No further patient complications have been reported as a result of this event.